Event description:
Additional information was received and it was reported that an x-ray of the thoracic and lumbar spine had been done to diagnose the break.

Event description:
It was reported that there was a break in the proximal segment of the catheter. The patient experienced pain. The catheter was replaced. The patient outcome was reported as ¿alive ¿ no injury¿. The device system was used to deliver fentanyl. It was later reported that the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Product ID: 8709, lot# l55917, implanted: (B)(6) 1998, explanted: (B)(6) 2013. Product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).